Event description:
The customer reported that the system was not producing x-rays. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board assembly was replaced. The system was then found to be operating as intended.